Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the phacoemulsification unit and the handpiece. The handpiece was checked and tested. The fss found the handpiece to be working properly. The fss was not able to confirm or observe any issues with the operation of the system. The fss ran a full system diagnostic check out test. The fss performed a field service checklist. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn in the patient's right operative eye. A brief description from the surgery center indicated the phacoemulsification handpiece burnt a hole in the patient's right eye. The surgery center requested the handpiece checked when serving the phacoemulsification unit. Sutures were required to close the wound from the corneal burn. The procedure was completed.